Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2018-jul-10. The hcp indicated that the cause of the blood clot was due to a compressive synovial cyst at t11-t12. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an MRI that was due to a problem with their device or therapy. Symptoms were reported that were related to their device or therapy. The caller stated that they have back pain they were guessing. It was unknown when the event began. The caller has no further information currently. No further complications were reported/are anticipated. Additional information was received from the healthcare professional (hcp) on (B)(6) 2018. The hcp indicated that the patient had a clot develop near the leads so it was reseated. The back pain has been resolved and the patient is recovering well. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2018-jul-23. The hcp indicated that the patient¿s weight at the time of the event was (B)(6). The cause of the blood clot was believed to be caused where the wires went into the spinal area; irritated it and caused bleeding. No further complications were reported/are anticipated.